Event description:
It was reported that an endeavor stent was implanted in the mid-lad. The patient had a medical condition of an acute coronary syndrome at the time of implant (acute mi, biomarkers positive). Three days prior to the stent implant, the pt experienced an acute myocardial infarction on (non-stemi). It was reported 90 days post stent implant, the pt had sudden shortness of breath early in the morning and expired later that day. The investigator could not assess whether the event was related to the study stent. It was reported that the event was not related to the study procedures. Possible cause of death wa reported as heart failure or stent thrombosis or arrhythmia. Please note that this device is not distributed in the united states.